Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an alert for lead noise was received via merlin.net. The noise was observed on both the atrial and ventricular leads. The noise was not reproducible in clinic. Device was reprogrammed and no further noise has been detected. The patient was asymptomatic and no adverse consequences were reported.